Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor was intermittently powering on and was constantly gonging 'check belt'. When a pt service rep (psr) visited the pt to troubleshoot, the psr reported a flat line signal. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly/ check belt / flat line signal) has been confirmed. As received, the monitor was able to power on but could not read an ECG waveform. Upon eval, r45 was open, the pld (u1003) was thermally damaged and there was no -5v power to the computer / analog (ca) board. The cause of the inability to power on properly is the lack of power supply to the ca board. The cause of the check belt messages and flat line ECG signal is the open r45 and thermal damage to the pld. The cause of the open resistor and thermal damage is a breakdown at transistors q6, q7, and q8. The root cause of the breakdown cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.